Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of asaql114 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
Per nurse: sherlock 3cg and sr 8 have been having issues with the EKG is not showing correct deflections. They have had instances where they get a fairly decent deflection and then the cxr shows the tip is in svc. They have also had the opposite where there is hardly a deflection, if any at all and yet the cxr shows the line to be way too long.